Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure the jaw broke on the mega suturecut needle driver. A fragment was retrieved during the same procedure the procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no further information available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver was analyzed and was found to have a broken grip tip. A piece approximately 2.89 mm x 4.94 mm was found to be broken off. The broken piece was not returned with the instrument. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.